Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, there was difficulty navigating into the rv apex. The lead was attempted in multiple positions but high and unstable pacing impedance as well as noise was noted. The lead was not used and another lead was implanted and a good position was found immediately. No patient complications have been reported as a result of this event.